Event description:
A peritoneal dialysis (pd) patient's contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unknown, sample lost) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg and ip cefepime 2000 mg (frequency, duration unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2024, and the patient¿s cefepime was discontinued. The pdrn stated the cause of the peritonitis is unknown, however the patient¿s spouse received education regarding common causes of peritonitis involving the identified organism. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Furthermore, the patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The patient is in stable condition and is recovering from the serious adverse events. Follow-up cell counts are scheduled to be drawn on (B)(6) 2024 and again on (B)(6) 2024.